Manufacturer narrative:
H3-customer did not return failed ethernet switch which caused the loss of centralized monitoring. Even if they had, the original manufacturer of the switch, 3com, no longer supports this product, which they obsoleted in october in october of 2000.

Event description:
The customer reported to welch allyn tech support that the ethernet switch had failed and they had replaced it with a different model switch. They needed help in restoring normal operation. The ethernet switch is a network component which enables communication between the acuity central station and bedside vital signs monitors. Failure of an ethernet switch would result in a loss of centralized monitoring for some or all patients connected to the system. Monitoring functionality continued at bedside. There was no patient harm of any kind associated with the network failure. Welch allyn tech support assisted the customer in restoring centralized monitoring using the newly installed ethernet switch.